Event description:
It was reported that occlusion alarms occurred. Customer would change the pump supplies and resume insulin therapy to address the issue. Customer¿s blood glucose (bg) level was displayed as "high" with ketones; however, specific value was not provided. Elevated bg was attempted to be addressed by a bolus via the pump. Reportedly the customer went to the emergency room and was treated with intravenous fluids. The customer was released a few hours later. Reportedly, the customer returned to the emergency room later that same day as their bg was still elevated. Customer was treated with additional intravenous fluids. Treatment resolved the issue and there was no permanent damage. Customer was released that same day.